Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch verio iq meter displayed an 'error 4' message. The medical surveillance specialist (mss) spoke with the patient on (B)(6), 2012 and obtained the following information. The patient tests her blood glucose 3x daily. The patient manages her diabetes with humulin insulin (sliding scale) and lantus insulin (8 units 2x daily). The alleged issue began on (B)(6) 2012, at 8am. The patient denied making changes to her usual diabetes management routine. A few days after the start of the alleged issue, the patient claims she felt symptoms of tired, hands shaky and nausea. The patient drank orange juice as treatment and felt better about an hour after. The patient denied testing on another device. The customer care advocate (cca) was not able to walk the patient through a retest to resolve the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The meter and test strips involved with this complaint have been returned but not yet evaluated by lifescan product analysis. Lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4) - device evaluation: the products involved with this complaint have been returned and evaluated by product analysis (pa) respectively on (B)(4) 2012 with the following findings: the test strips involved with this complaint were evaluated and er4 was observed with control solution testing. The meter was evaluated and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.